Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw804f catheter. The balloon latex was ruptured at the proximal end of the distal balloon windings, and was discolored and deteriorated near the ruptured location. The edges of the balloon latex at the ruptured region did not appear to match. The findings were aligned to the customer¿s photo. The rupture appeared to have occurred due to deterioration. The returned sample had a use by date of 2019-05-30. Both the distal and proximal windings and bushings were intact. The through lumen was patent without any leakage or occlusion. The catheter body was also found to be in good condition. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of "balloon looked corroded" was confirmed on evaluation. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. The fogarty thru-lumen embolectomy catheter is indicated for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. Additionally, it may also be used for temporary occlusion of blood vessels, infusion of fluids, and blood sampling. It must be stored in a cool, dry place as it has both temperature and humidity limitations, as per the IFU, ¿contents sterile and nonpyrogenic if package is unopened and undamaged. Do not use if package is opened or damaged¿store in a cool, dry place. Temperature limitation: 0 ° - 40 °c, humidity limitation: 5% - 90% rh¿the recommended shelf life is as marked on each package. Storage beyond the expiration date may result in product deterioration.¿ per the instructions section of the IFU: ¿for all inflations, use the smallest syringe capable of holding the stated maximum fluid capacity. Attach another syringe filled with sterile, heparinized saline or other sterile solution to the thru-lumen port and purge air from the thrulumen¿.the catheter should be inspected with the balloon inflated during purging. A balloon that does not inflate, leaks, or inflates in a grossly asymmetric (eccentric) manner should not be used. Caution: the amount of fluid in the syringe should be checked before each inflation. Do not exceed the recommended maximum inflation volume.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that prior to use, when opening the package on a 4fr thru-lumen embolectomy catheter, the balloon looked corroded. When opened, the balloon popped as soon as it was filled with fluid. Troubleshooting included switching to a different size catheter that wasn't broken or to a non-thru lumen catheter. There was no patient injury. Patient demographics were requested but unknown.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.